Event description:
I had lasik surgery in (B)(6) 2012 on both my right and left eyes. In (B)(6) 2013, only 10 months later, the retina in my left eye completely detached. I had an emergency vitrectomy to reattach the retina. One of the consequences of the surgery was a cataract. I then had to have cataract surgery in (B)(6) 2014. I still have floaters in my right eye as a result of the lasik surgery and have suffered with severe dry eye. I could smell burning flesh when I was having the lasik done and found the whole procedure quite traumatic. I was under the lasik machine for 15 seconds on the left eye and 22 seconds on the right eye.